Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to advance and difficult to remove are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The difficulty advancing may be related to the guidewire position or a prolapse in the guidewire or a backwall perforation which is possibly indicated by the hematoma. The difficult to remove appears to be related to the angle of removal and/or an interaction with the sheath and or guidewire or is related to a backwall perforation. There is no indication of mal function or damage on the return device to support interaction with a guidewire or sheath for issues related to advance or remove the device. The reported patient effect of hematoma is listed in the perclose prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a slightly calcified common femoral artery using the pre-close technique via a 7f sheath hole prior to a diagnostic procedure. Reportedly, while using a prostyle device, resistance was felt while inserting and removing the device from the anatomy. Due to the resistance, the prostyle device was removed and the procedure was discontinued. A compressive bandage was used to achieve hemostasis. However, the following day, an abnormal hematoma was observed and treated surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.